Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a vessel dissection occurred. The target lesion was located in the severely tortuous and non-calcified left circumflex (lcx) artery. This 185cm kinetix plus guide wire was selected and advanced; however, it was difficult to get the guide wire to advance past the lesion. Another manufacturers' stent was advanced over the guide wire to the lesion area. As the physician went to place the stent, the guide wire started to move back proximally. The physician pushed the stent and the guide wire forward back into position and implanted the stent. Everything looked good under fluoroscopy. Another lesion located proximal was treated with another stent. When fluoroscopy was performed again, thrombus formation was noted near the distal end of the guide wire. The patients' activated coagulation time (act) was in the mid 200's. Integrilin was started (heparin was already being used). The physician then attempted to use a thrombectomy catheter; however, the catheter could not advance to the thrombus formation. The kinetix plus guide wire then lost position to the lesion area. The physician attempted to advance two non-bsc guide wires to the area where a dissection was noted; however, this was unsuccessful. Medication was administered down the vessel again improving the timi flow, which was slow at the time. The dissection resolved with medication. The procedure was completed at this point. No further patient complications were reported and the patients' status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).